Event description:
It was reported to philips that all the display screens went blank and came back, which can impact the imaging. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.